Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03549, 3005099803-2009-03551, 3005099803-2009-03546, 3005099803-2009-03545 and 3005099803-2009-03548 for the other associated device information. It was reported to boston scientific corporation that six radial jaw hot single-use biopsy forceps were to be used during a polypectomy procedure performed on (B)(6) 2009. According to the complainant, while preparing for the case, foreign material was identified in the first six device pouches. The procedure was completed with a seventh radial jaw hot single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).